Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, yellow biological tissue, an opening and fluids(clear) inside the device. Leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified sharp(edge) opening assessed as unidentified(tear) opening. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified(tear) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.